Event description:
It was reported the insufflator front panel went black after selecting mode. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a supporting device without delay or anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 - address line - (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the device malfunction (alarm sound is generated and the front panel is turned off) was due to failure of the printed circuit (cr) board. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.